Event description:
The facility reports a resident has been admitted into the hospital with burns to feet and genitals after being lowered into bath water at a temperature of 59 degress c (138.2 farenheit).